Manufacturer narrative:
The reagent lot number is 858169, and the expiration date was not provided. It was noted that during protein electrophoresis, the sample had a high, sharp peak in the gamma region, which looked very much like a plasmacytoma. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed several "abnormal cell blank / cell skip" alarms. The investigation found that the available data indicated that the combination of pre-existing underlying diseases and a variety of medications that potentially influence liver, kidney, and protein processes significantly increases the likelihood of interference with bilirubin measurements. In particular, the effects of liver cirrhosis, paraproteinemia (associated with multiple myeloma), and opioid analgesics can lead to problematic measurement results. The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The sample was initially tested on a cobas pure c 303 module. The result was accompanied by a data flag that invalidated the result. The sample was tested on the cobas c 503 module and the result was 2.74 mg/dl. A dilution was performed with a 1:1 ratio, and the result was 1 mg/dl. A dilution was performed with a 1:2 ratio, and the result was 1 mg/dl. It was noted that the sample appeared to be compromised and was very pale in appearance.

Manufacturer narrative:
The investigation did not identify a product problem. The investigation determined that the root cause was related to the patient's conditions.